Event description:
During a colonoscopy, the physician used a cook endoscopy acusnare polypectomy snare. While performing the polypectomy, the snare reportedly grabbed too much tissue, causing bleeding. An endoscopic clip was applied in response to the bleeding. The same acusnare polypectomy snare was used to complete the procedure. A foreign object did not have to be retrieved from the pt. No additional medical procedure were required, due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complain history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use for this device advise the user to advance the snare wire out of the sheath and position it around the polyp to be removed. Then the user is instructed to activate the electrosurgical unit and proceed with polypectomy. The amount of tissue that is captured by the snare is under direct control of the user during the procedure. Hemorrhage is listed in the acusnare polypectomy snare instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for trends.